Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic foreign body fragments at the non-fimbriated end of the detached fallopian tubes'), embedded device ('displaced essure device/embedded in the myometrium of each cornu is a coiled metallic foreign body/essure migration') and uterine perforation ('noted displaced essure device on diagnostic laparoscopy / displacement of intrauterine contraceptive device/ migration of contraceptive device / protruding through the uterine serosa now covered with omentum.') In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), complication associated with device ("complications due to device") and pelvic pain ("pelvic pain female "). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, uterine perforation, complication associated with device and pelvic pain outcome was unknown. The reporter considered complication associated with device, device breakage, embedded device, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic foreign body fragments at the non-fimbriated end of the detached fallopian tubes'), embedded device ('displaced essure device/embedded in the myometrium of each cornu is a coiled metallic foreign body/essure migration') and uterine perforation ('noted displaced essure device on diagnostic laparoscopy / displacement of intrauterine contraceptive device/ migration of contraceptive device / protruding through the uterine serosa now covered with omentum.') In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), complication associated with device ("complications due to device") and pelvic pain ("pelvic pain female "). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, uterine perforation, complication associated with device and pelvic pain outcome was unknown. The reporter considered complication associated with device, device breakage, embedded device, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event previously coded as device dislocation was recoded to uterine perforation (and the event was upgraded to serious incident). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic foreign body fragments at the non-fimbriated end of the detached fallopian tubes') and embedded device ('displaced essure device/embedded in the myometrium of each cornu is a coiled metallic foreign body/essure migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation ("noted displaced essure device on diagnostic laparoscopy / displacement of intrauterine contraceptive device/ migration of contraceptive device / protruding through the uterine serosa now covered with omentum."), complication associated with device ("complications due to device") and pelvic pain ("pelvic pain female "). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, device dislocation, complication associated with device and pelvic pain outcome was unknown. The reporter considered complication associated with device, device breakage, device dislocation, embedded device and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Reporter information added. Event medical device removal updated to event device breakage. Event: embedded in the myometrium of each cornu is a coiled metallic foreign body added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.